Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for regular follow-up. Upon device interrogation, noise appeared on both the atrial and ventricular leads. The noise was reproducible on both leads. The leads were capped and replaced with competitive leads on (B)(6) 2018. The patient was stable before, during and post procedure.